Event description:
It was reported that pump stopped delivering insulin during the night on several occasions in early 2026, which led blood glucose levels to rise for the customer. No additional information was received regarding the outcome of the event. Customer technical support advised customer to call in for troubleshooting.